Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein one lead was explanted. Therapy was restored post-operatively.

Event description:
It was reported that patient's system was unable to enter MRI mode. Diagnostics revealed impedances with a possible fracture on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has the impedances.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000111809.